Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 device evaluation:a field service technician went on site and replaced the valve sensor pcb (printed circuit board) and tested the unit. Root cause of failure is defective component.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the maximum peep (positive end-expiratory pressure) of the sipap ventilator is only at 2cm h2o. The customer confirmed that there was no patient involvement associated with the reported event.